Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 8.2mmol/l. The customer stated that there is crack around the battery compartment. The customer pump was dropped due to weak belt clip. The customer was advised to stay off the pump and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected low battery alarms were noted during testing or in the download history. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No stuck button alarm was noted during testing. All buttons functioned properly. The pump passed the leak test. No damage was noted on the keypad traces. The keypad connector was locked. The pump had a cracked case at the battery tube side, a scratched case and a pillowing keypad overlay.